Event description:
It was reported that an unspecified malfunction alarm occurred.the customer is using a loaner pump and cts will follow up with customer. No other information is available.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.